Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11 corrected data: b5, b6, b7, d10, h6 ( clinical &impact code).

Event description:
It was reported that during clinical training, the cardiosave intra-aortic balloon pump (iabp) unit warns and indicates that the disc needs to be replaced. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to reproduce the reported issue. No leaks or malfunctions are detected in operation. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit warns and indicates that the disc needs to be replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.